Event description:
Event description guidant received information that during the implant procedure, the helix mechanism on this transvenous lead extended within the vessel without the use of the fixation tool. The physician reported that the lead was physically rotated within the vein to advance the lead through tortuous venous anatomy.